Event description:
Possible problem with specific lot number on 3 attempts to insert the PICC line. First attempt introducer cracked. Second attempt guidewire stuck to catheter. Third attempt catheter louped back on itself (kink in guidewire observed on x-ray). Fourth attempt was successful.